Manufacturer narrative:
Device returned to manufacturer for investigation, evaluation concluded that the touch screen had visible mechanical damages and deemed the device inoperable. Further investigation determined that the issue was due to an adhesive that was previously used during manufacturing that has since been changed.

Manufacturer narrative:
In the initial report, submitted on february 2, 2017, the manufacturer narrative erroneously stated that the issue occurred in (B)(6). The issue actually occurred in (B)(6).

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touchscreen of the s5 roller pump did not work correctly post-operatively. There was no report of patient injury.